Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had been experiencing high blood glucose levels and recently went to urgent care. Blood glucose level at the time of the incident was 433 mg/dl, which was treated with a manual injection. Blood glucose level at the time of the call was 381 mg/dl. By the end of the call, customer's blood glucose level had dropped to 340 mg/dl. Troubleshooting did not show any malfunction of the insulin pump. The insulin pump was not replaced or returned for analysis.